Event description:
Patient reported no disposable alarm on pump. Patient tried to attach same cassette to back up pump but was unable to do so. Patient mixed a new cassette and pump is running fine. No interruptions in therapy, no adverse events resulted. Patient does not have the lot number of the cassette. Patient does not have the cassette available for investigation. Spontaneous call. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.